Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. It was reported this occurred with 15 devices. This report addresses the fifteenth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0980 showed fifty-seven other similar product complaint(s) from this lot number.